Manufacturer narrative:
(B)(4). Manufacturing site evaluation: samples received: none. Analysis and results: there are no previous complaints of this code batch. There are no units in stock. No samples were received. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. Final conclusion: complaint is not justified. Without samples studying the affected product can not be determined if it does not fulfill the OEM requirements . In consequence, a proper analysis cannot be done. If any samples are received in the future, this incident will be re-opened and the case will be analysed. Please note that when no samples are received analysis is very limited. Actions on product: based on the conclusion derived from investigation, it is not required to take an action on distributed product. Corrective/preventive actions: according to the internal procedures, there is no need to establish corrective or preventive actions. This complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: (B)(6). Bad slip of the thread, hooking and tearing of the tissue/thread too rough.